Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the clip used to secure the controller inside the patient¿s shoulder pack, broke and fell off. The patient¿s components did not fall, and there was no driveline disconnection. The bag was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The carrying case was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Visual evaluation revealed that one clip was missing. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed, but not limited to, wear and/or due to the handling of the pack. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the clip used to secure the controller inside the patient¿s carrying case, broke and fell off. The patient¿s components did not fall, and there was no driveline disconnection. The bag was exchanged. No patient complications have been reported as a result of this event.